Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The sensor was inserted into the arm on (B)(6) 2026. The patient was wearing an omnipod insulin pump at the time of the event. According to the patient, on (B)(6) 2026, the patient inserted a new sensor and after warm-up the continuous glucose monitor (cgm) went into a brief sensor error state. The patient¿s brief sensor issue continued into the following day. On (B)(6) 2026, the patient went into a ¿diabetic coma¿ and was transported to the emergency room (ER) via ambulance. When emergency medical service (ems) arrived, the patient¿s blood glucose (bg) meter reading was 25 mg/dl and she was given unspecified intravenous (IV) fluids. No further event information was provided, such as any further treatment details or when during the event the patient regained consciousness. At the time of report, the patient was still hospitalized (5 days to date) and feeling fine with a bg level of 142 mg/dl. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.